Manufacturer narrative:
The device was not received. A supplemental will be submitted when the device is received.

Event description:
Medtronic received report that during the procedure, the chikai 10 guidewire perforated the marathon catheter tip. Therefore, a new device was used to continue with procedure. The patient was not injured.

Manufacturer narrative:
The microcatheter was returned for analysis. The guidewire was not returned as it was discarded at the site. The microcatheter was found to have a puncture at the distal tip segment. The catheter was flush but was occluded with what is likely dried blood. The catheter was then soaked in an enzol solution for three days. However, attempts to flush the microcatheter were still unsuccessful. An in-house guidewire was then inserted into the microcatheter proximal section but became stuck within the distal segment. The guidewire was then inserted into the microcatheter distal tip and also became stuck at the distal segment. The microcatheter remained occluded with what is likely dried blood. During the device analyses the microcatheter was inadvertently re-punctured with the in-house guidewire within the distal segment. No other anomalies were observed. The lot history record showed no discrepancies that would have contributed to the reported experience. All marathon catheters are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. It is possible that during navigation, the microcatheter distal section may have been in anatomical bend upon insertion of the guidewire, subsequently causing the micro catheter to become punctured. Per the marathon instructions for use (IFU): warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Advance the stylet or guidewire through the catheter, keeping the catheter body straight. Do not advance the stylet past the tip of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.